Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock while washing her face in the morning; however, she decided to not go to the hospital at that time. The patient was seen at the hospital over a month later for a normal patient follow up. A review of the episode noted noise on the electrogram that was oversensed and resulted in the inappropriate shock. Isometric exercises were performed and although noise was observed, it was not of the same morphology that caused the inappropriate shock. No programming changes were done. The physicians were going to perform an x-ray to check the system. Boston scientific technical services (ts) was contacted and both data and x-rays were submitted for review. No anomalies on the system position was noted in the x-ray and the shock impedance measurement was in normal range in the recorded treated episode. However, based on the observations, the ts consultant discussed that the potential causes were either due to a slightly loosened setscrew or a damaged seal plug. Additional troubleshooting and programming changes were discussed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that upon review of the ts response, the physician felt the issue was related to air in the connection and as the air was progressively exiting from the port, it would resolve on its own. It was also believed that the inappropriate shock helped in completing the air expulsion. No further episodes were recorded and the patient has not received any further inappropriate therapy. No revisions were performed and the s-ICD system remains implanted and in service. No adverse patient effects were reported.